Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a pt reported seeing a smudge while reading. Additional info has been requested. There are two manufacturer's device reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/04/2008 by mail, fax and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 05/02/2008.